Event description:
It was reported that lia (lead integrity alert) triggered due to nst (non-sustained tachycardia) episodes and elevated sic (sensing integrity counter). The reporter noted that the nst episodes he had reviewed so far looked like vt (ventricular tachycardia), but he had not viewed all of them yet. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that sensitivity was reprogrammed, which resolved/removed the source of the short intervals.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)